Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link y-type microbore catheter extension set. This occurred during infusion of an unspecified medication in the neonatal intensive care unit (nicu). The device was connected to a one-link standalone device, which was connected to the patient¿s peripherally inserted central catheter (PICC) line. The reporter stated that the y-set was removed from the setup to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.